Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was displaying elective replacement indicator (eri). The patient controller was updated however the eri message was still appearing when connected to the ipg. No additional information is available at this time.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to continue running therapy app and the logs do not confirm the eri indicator has been triggered. Furthermore, the patient controller app version could not be ascertained. The patient would need to update the software to resolve the issue. Based on the information received, the cause of the reported incident is consistent with the patient having an old software version. Actions have been taken to prevent reoccurrence.